Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged yeast infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 20-may-2021, the following information was reported to kci by the patient: the patient was seen by the physician and allegedly had a yeast infection around the wound. The patient stated nystatin powder was ordered to treat the infection. No additional information was available. A device history record review for the v.a.c.® granufoam¿ dressing lot number 8854884v009 is currently pending completion. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Manufacturer narrative:
Additional information for v.a.c.® granufoam¿ dressing lot number 8854884v009: d4 expiration date: 30-nov-2023. H4 device manufacture date: 06-dec-2020. Based on the additional information provided regarding the device and v.a.c.® granufoam¿ dressing, kci's assessment remains the same; it cannot be determined that the alleged yeast infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. The manufacturing record review for the v.a.c.® granufoam¿ dressing met specifications.

Event description:
On 17-jun-2021, a device evaluation was completed by quality engineering. On 05-may-2021, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 15-jun-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. On 25-jun-2021, a device history record review for v.a.c.® granufoam¿ dressing lot number 8854884v009 was completed. All end release testing of the product and packaging met specifications.